Manufacturer narrative:
H6. Investigation summary: "material #: (B)(4) lot/batch #: (B)(4) bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd preset¿ arterial blood collection syringe, blood leaked past the plunger stopper. The syringe was immediately replaced. No impact was reported.